Event description:
It was reported that the 9800 system intermittently would not complete the boot up cycle. A communication failure error message would be displayed. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The described failure could not be duplicated. However, as a precaution, installed an upgraded sbc kit. The system was tested and found to be working as intended and placed back into service.